Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" in early 2009 - obtained 1.2 and 2.0.

Manufacturer narrative:
In early 2009, inratio precision data provided by end-user lot for inratio meter: date: the day before. 1st inr = 1.2, 2nd inr = 2.0. Inratio meter: mean: 1.6, sd: 0.6, %cv 0.5. The 0.5% cv is less than 20%. Inratio meter results passes the criteria for precision. Hence, no further testing is required at this time. As of original date, the meter and strips are not expected to be returned. Hence, no further investigation is possible. No corrective action required as no product deficiency was established.